Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/25/2024, it was reported by a sales representative via (B)(4) that an unknown arthrex pump did not regulate fluid during the case in or2 and released an excess amount of fluid into the patient. The surgeon needed to perform a procedure to remove the fluid. This was discovered during a procedure. Additional information was received via phone on 7/17/2024: the ar-6480 dualwave arthroscopy fluid management system/sn: (B)(6) was used in a right knee arthroscopy with a meniscal repair procedure on (B)(6) 2024. Extravasation occurred on the patient's right calf and thigh 9 minutes into the procedure. This initially distended the joint, and the pressure was excessive. Then, fluid escaped into the surrounding tissue. The pump settings were documented as 35mmhg. A "4 compartment and lateral fasciotomy" was performed during the surgery to remove the excess fluid. An ar-6410 arthroscopy main pump tubing (lot is unknown) was used with the pump during the event. The surgical procedure was aborted once excessive fluid was observed by the surgeon. No additional medical intervention was needed. The recovery was noted to be prolonged, and the patient was discharged that night.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error.